Manufacturer narrative:
Mallinckrodt product monitoring follow up; customer stated that biomed investigated further and found the camera iris was out of tolerance. They recalibrated the camera and the system is functioning without any issues. Customer repair.

Event description:
Customer reports via phone that during an undetermined urology procedure, the fluoro image got really dark, and staff had to move the patient to another room to complete the procedure. Customer did not provide any further patient or procedural information, other than to state the patient is fine. No reported injury.